Event description:
The reporter stated the surgeon inserted an aa4203tl silicone plate toric lens and the trailing haptic was torn while advancing the catridge. The incision was enlarged to remove the lens and sutured after another lens was implanted.

Manufacturer narrative:
Results - visual inspection of the returned product showed that a haptic was torn and the tip of the cartridge was split. There was evidence of a clear surgical residue. Conslusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be detemined. It should be noted that the injector was not returned for evaluation.